Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. The pt was inappropriately treated on (B)(6) 2013. The lifevest delivered a treatment at approx 11:10:00. The rhythm at the time of the treatment was supraventricular tachycardia (svt, 190 bpm). The monitor reset after the treatment was delivered. Motion artifact was observed after the monitor reset. The response buttons were pressed prior to gel release but not immediately prior to the treatment. The pt was in the hosp and underwent ablation the following day.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.